Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when sterile distilled water was injected to foley catheter, it was confirmed that the catheter was leaking from the base, and the catheter was determined to be damaged and removed. Per follow up information received via ibc on 23dec2024, it was unknown whether there were any holes in the catheter.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Received one (1) used all-silicone temp sensing foley catheter with sample port connector without original packaging. Visual inspection noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and the solution slowly leaked out of a 0.013" pinhole found at the trifurcation. This is out of specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. Correction: d, e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when sterile distilled water was injected to foley catheter, it was confirmed that the catheter was leaking from the base, and the catheter was determined to be damaged and removed. Per follow up information received via ibc on 23dec2024, it was unknown whether there were any holes in the catheter. Per follow up information received via ibc on 19feb2025, stated that it was unknown whether base of the catheter referred to lumen or shaft. Exact leak location was unknown.